Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a normal battery depletion and it was replaced on (B)(6) 2013. It was indicated that this was related to the device/therapy, however, it was not considered to be related to the implant procedure. It was reported that this event occurred during ispr. The issue resolved without sequelae on (B)(6) 2018. No further complications were anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a battery failure. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received. MDR decision corrected to not reportable as the originally reported battery failure was corrected to normal battery depletion. No additional supplemental reports are required unless additional information received indicates reportable event.